Manufacturer narrative:
The service technician confirmed the bias-current warning. The most likely cause for these observed failure would be the non-stryker-authorized repair.

Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. This occurred during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. This occurred during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.